Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2023, reported by the patient's child that the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the arm. The patient experienced incoherence and lethargy, so the reporter called 911. Paramedics arrived and checked the patient's vital signs and bg. The reporter could not recall the bg value; however, it was reportedly 70 points off from the cgm reading. The patient was treated with oral carbohydrates and paramedics monitored the patient for 15 minutes until he felt better. At some point in the event, the cgm was reading 244 mg/dl and the blood glucose reading was 164 mg/dl. There was no additional documentation of medical intervention. It has been reported that there was a difference in readings of 70 points. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.